Event description:
(B)(6), ms, rtt-nps/accs, rpft, ae-c, rcp, staff therapist. Sensormedics 3100b hfov; the hertz was set low but the rate seemed to be "racing" higher than set. The pt was on ECMO at the time so the abg's were fairly constant. I asked a 2nd resp therapist to look at the vent and he agreed that something didn't 'sound' right. On examination, water/moisture was found in/under the green cap, the green valve was replaced, moisture/water noted inside the 'dump valve' and after re-set the hfov appeared to be running consistently at the correct rate. A prn abg was drawn and reported, setting not changed as pt was still on ECMO. The pt was later taken off the hfov and placed on conventional ventilation and an note with the broken dump valve in an attached bag was placed on the hfov for it to be taken out of service and checked by biomed to be checked: for water/moisture in the casing, this is not the first time that the 3100b has had issues with 'racing' on the set herz frequency and it might have been this oscillator. I was off for 2 days and when I came back and asked about the vent, apparently it hadn't been taken to biomed but placed back in service by? Who knows. I had placed a "do not use" note on it with an oscillator, it was probably thrown away. We do not have 'take out of service' stickers with a log that has to be signed by biomed to put something back in service. This is a recurring problem here and I wish you would address it. Note: there did not appear to be any adverse effect on the pt or her care. This is a note on a recurring equipment/biomed issue that will not go away and needs to be addressed before something adverse does happen. Thank you, (B)(6).